Event description:
Got notice of recall on philips respironics machine when it runs dry on water the moldy smell is so bad, it wakes me up, had been giving me congestion after using and sore throat and blistered gums on more than one occasion, so I quit using it. FDA safety report ID# (B)(4).